Manufacturer narrative:
Additional information was received that the patient will undergo another procedure due to an unknown reason.

Event description:
A report was received that the patient underwent a pocket revision procedure due to ipg migration and pain. The event was assessed to be related to procedure and device and not related to stimulation.

Manufacturer narrative:
Additional information was received that there will be no additional procedure at this time.

Event description:
A report was received that the patient underwent a pocket revision procedure due to ipg migration and pain. The event was assessed to be related to procedure and device and not related to stimulation.

Manufacturer narrative:
Additional information was received that the pain was located in the ipg pocket abdomen left side.

Event description:
A report was received that the patient underwent a pocket revision procedure due to ipg migration and pain. The event was assessed to be related to procedure and device and not related to stimulation.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient underwent a pocket revision procedure due to ipg migration and pain. The event was assessed to be related to procedure and device and not related to stimulation.